Manufacturer narrative:
The unit did not have a button error alarm. The unit had no button response due to a corroded keypad. The unit had a severely scratched display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a low battery alert and a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.